Manufacturer narrative:
Date of event: estimated date is (B)(6) 2019. Lot no. Is unknown as it was not provided. Unique identifier (UDI #) is unknown as lot no. Was not provided. (B)(6). Manufacturer date is unknown as lot no was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported during a cataract procedure, the tip from the handpiece came off. A description from the surgery center indicated during the chop segment, the phaco tip came off causing a rift on the endothelium. Although, the surgery center indicated the procedure was completed and no surgical intervention was required, a post-control planned visit is planned. Through follow up, the nurse indicated the tip was tightened prior to procedure commencing. This report is for the tip. A separate report will be submitted for the handpiece.

Manufacturer narrative:
Device evaluation: the product was not returned. The complaint cannot be confirmed manufacturing record review. A review of the manufacturing records could not be performed as a product lot number was not provided. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.